Manufacturer narrative:
H11: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported, "in time, a double lumen power PICC 4fr and a 2 ig needle kit were passed under aseptic rigors, an attempt was made to insert it in the left basilica region with ultrasound visualization, a single puncture, but when inserting a guide wire, it presented significant deformation and progression was not allowed. Catheter removed from limb. Another double-lumen 4fr catheter kit was requested, with insertion in the right jugular, flow and reflux present, catheter reduced to 20 cm and exteriorized 5 cm, x-ray performed the same functioning but not non-central. The pediatric patient was stabilized with statlock and an occlusive dressing was applied with a transparent sterile film." Additional information received: 05 march 2024 ¿ it was reported the guidewire was frayed and discarded by the facility.